Event description:
The recipient has reportedly ceased device use due to pain. The recipient's internal magnet has reportedly migrated. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly was not treated with antibiotics.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail region and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient experienced discomfort and pain with device use. The recipient had a bulge at the implant site. The recipient was prescribed antibiotics (type unknown). A CT scan revealed that the magnet migrated out of the device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced pain during stimulation and discomfort when the touching the site. Device revision surgery revealed a fold of the antenna. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The recipient reportedly underwent an MRI procedure with the internal magnet in place. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.